Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was placed in a peripherally intubated central venous catheter on (B)(6) 2021 to facilitate the infusion of chemotherapy drugs. At 10:00 am on (B)(6), the infusion rate was slow and the bolus injection of physiological saline had a large resistance. The doctor ordered a urokinase 10000u/ml bolus injection of 2ml for thrombolysis. At 10:30, the catheter fluid was withdrawn and the blood returned smoothly. The bolus injection of physiological saline there is no resistance, and the drip rate of the infusion is normal.